Event description:
It was reported that customer went to emergency room with high blood glucose and was subsequently hospitalized, with highest reported blood glucose level of 400 mg/dL; customer was not admitted to intensive care unit, did not report injury, and did not test for ketones. Customer¿s blood glucose level reached 400 mg/dL. Customer received insulin correction by injection pen, but this did not resolve issue, customer was discharged July 21, 2026, with no permanent damage identified by healthcare provider. No additional information was received regarding the outcome of the event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.